Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's husband reported via phone call indicating that the customer has been experiencing low blood glucose of 26 mg/dl. The customer's spouse does not know why customer was having the los blood glucose. The caller was informed that the customer will not hear the alarm when the customer has low blood glucose if they do not wear the sensor. The customer was not wearing the sensor prior to the low blood glucose. The husband declined troubleshooting at the time of the call.